Event description:
It was reported that during an unknown procedure, the device was difficult to close. The device could not fire at the first firing, and no staple was deployed. The surgeon removed the device from the tissue. Then he put the tissue into the jaw and tried to fire the device again. The device still could not fire and only several unformed staple deployed. Changed new device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4) - swing tab in locked position. Additional information requested: the device could not fire at the first firing, and no staple was deployed. Did the device cut? No. If the device cut on the first firing, was the cut line complete? No answer. When the several unformed staple deployed, did the device cut any of the tissue? No. If the device did cut when the unformed staples were deployed, was the cut line complete? No answer. The analysis results found that the tlc55 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.